Manufacturer narrative:
Corrected information: g1 (manufacture name, first and last name, email, phone) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had a power supply failure. It was reported that the generator did not seal the vessel and the device displayed error codes 235, 309, 339, and 354. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device had no seal at the short gastric with a tissue bundle less than 7 ml. There were two end tones heard signaling complete cycle however an error would come of on the screen of the generator. There was no re-grasp alert but there was end tone heard and evidence of energy delivered. Monopolar hook was at coag 30. These errors (e309, e354, e339,e235) were displayed on the ft10 screen. A second device device was opened and used, which resulted the same issue. The generator was changed and issue was resolved. There was some oozing of blood and no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device had no seal at the short gastric with a tissue bundle less than 7 ml. There was no re-grasp alert, but there was end tone heard and evidence of energy delivered. Monopolar hook was at coag 30. However, errors (e309, e354, e339, e235) were displayed on the ft10 screen. A second device was opened and used, which resulted to the same issue. The generator was changed and issue was resolved. There was some oozing of blood and no patient injury.